Manufacturer narrative:
(B)(4).

Event description:
Information was received from a physician via a company representative regarding a patient receiving intrathecal lioresal 2000 mcg/ml via an implanted pump. The pump was programmed to deliver a dose of 126 mcg/day. The lot number of lioresal was not able to be obtained/unavailable. The pump's IFU (indication for use) was listed as intractable spasticity and cerebral palsy. On (B)(6) 2015, the patient started having some redness at the pump pocket site. At that time, a physician saw the patient and started him on antibiotics. The patient continued to have redness and the developed swelling at pump pocket site. The patient was admitted to a hospital on (B)(6) 2015 and was put on additional antibiotics. An irrigation/drainage procedure was performed in the operating room. A culture of the pump pocket was (B)(6). An infectious disease physician has been following the patient's hospitalization. On (B)(6) 2015, the patient was taken to the operating room for explant of the pump and catheter due to infection. The system was not replaced. The patient status at the time of this report was alive - no injury. The issue was not resolved. The patient remained hospitalized on intravenous antibiotics and oral baclofen 15 mg three times/day. If additional information is received, a follow-up report will be submitted.